Manufacturer narrative:
The fse evaluated the access 2 immunoassay system and performed the following interventions: rebuilt the precision and wash pumps and completed a preventative maintenance. After these service activities were performed all verification testing met specifications. In conclusion: although a specific hardware component could not be identified with the available information, there is sufficient evidence to reasonably suggest a system malfunction was the cause of this event.

Event description:
The customer contacted bec (beckman coulter) on the (B)(6) 2016 to report an elevated troponin I (access accutni+3) result on the laboratory's access 2 immunoassay system serial number (B)(4) . The patient's sample (designated as sample one) was processed on the access 2 immunoassay system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. The patient was admitted into the hospital for monitoring based on the elevated results., there was no report of additional change in patient treatment or management. The customer reported calibration recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications prior to the event. System check performed after the event failed to meet specifications. The sample was collected in a 7 ml becton dickenson plasma gel tube that was centrifuged at 3600 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity was reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.